Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. In addition to oral medication (50mg/1000mg of janumet and 20mg lantix), the patient stated he also manages his diabetes with diet and/or exercise. In response to the alleged meter issue, the patient reportedly continued with this usual dose of medication (time unknown). According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly developed (the following day) symptoms of shaking, blurry vision, headache, and felt irritated and anxious. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the subject meter's battery did not need to be replaced (per owner's booklet recommendation), the patient was using the correct test strips at the time the alleged issue occurred, the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter did not turn manually with the power button or test strip. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.